Event description:
The customer reported to olympus the gastrointestinal videoscope had a suspected clogged nozzle due to poor drainage and due to remaining water after the water supply. Additionally, the customer reported reduced angulation in the down direction. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was insufficient drainage function due to a foreign object clogging the nozzle caused by insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the bending angle had reduced function due to elongation of the angle wire. Additionally, it was observed that the play of the angle knob was out of the normal state due to the elongation of the angle wire. It was also observed that the adhesive of the curved rubber was missing. Discoloration was observed on the operation part. Lastly, scratches were observed on the following unit components due to external factors: insertion tube, curved rubber, operation part, switch box, up and down knob, the grip and on the scope connector. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer does not submerge the endoscope in cleaning fluid. The customer confirmed that the facility washes the scope with a sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 1 year since the subject device was manufactured. A review of the device history record and trending found no deviations that could have caused or contributed to the reported issue. The root cause of these events could not be specified however, based on the results of the investigation, the following considerations have been reviewed as possible cause to the reported phenomenon: possible deviation in reprocessing outlined within the instructions for use (IFU). Communication provided to the customer: implement all steps for reprocessing outlined within the instructions for use (IFU). During a follow - up with the user facility, it was confirmed that: the scope was inspected prior to use, with no abnormalities found. The device issue of ¿water supply was weak¿ was discovered during an unknown diagnostic procedure. The procedure was subsequently completed with the same device with no delays or any other additional intervention. Olympus will continue to monitor the field performance of this device.